Event description:
It was reported that pump was alarming for empty reservoir and the reservoir appeared empty much earlier than expected when compared to actual volume. There was patient involvement and no reported patient harm, the event occurred during while in use with patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period.